Event description:
It was reported that the preloaded intraocular lens (iol) had "injector issues". The lens was ultimately implanted. It was just the injector system that seemed to malfunction. Through follow-up, it was learned that the issue was that the trailing haptic of the iol would not disengage with the injector. When the surgeon was removing the injector from the eye, the iol was coming with it too. No other errors, but it led to some additional stress during the case since the surgeon had to manually dislodge the haptic. No further information was provided.

Manufacturer narrative:
Section a2, a4, and a5: unknown; requested but not provided. Section b3: date of event: unknown; requested but not provided. Section d6a: if implanted, give date: unknown; requested but not provided. Section d6b: if explanted, give date: not applicable, as the lens remains implanted. Section d4: model number: unknown; requested but not provided. Section d4: serial number: unknown; requested but not provided. Section d4: catalog number: a complete catalog number is unknown, as the serial number was not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: unique identifier (UDI) number: unknown, as the serial number was not provided. Section h4: device manufacture date: unknown, as the serial number was not provided. Section h3-other (81): the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.